Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the inlet line proximal filter was found to have been occluded. The device's inlet line proximal filter was replaced to address the issue.